Event description:
The duette multi-band mucosectomy device fired 2 bands instead of 1. The extra band made the resection more difficult as it was in the way. The pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Incidents meets reporting criteria of an FDA MDR report based on the reporting precedence established for this product family for 'premature band deployment'; regardless of pt outcome. The customer reported the following issue: "the duette multi-band mucosectomy device fired 2 bands instead of 1. The extra band made the resection more difficult as it was in the way." The device involved in this complaint was not returned to cook ireland for eval. As the device involved in this complaint was not returned for eval, the cause of the complaint could not be conclusively determined. The complaint was confirmed based on the customers testimony. Prior to distribution, all dt-6 devices are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is also a visual inspection of the product and packaging completed at packaging, packaging qc, post sterile qc in cirl. A review of the MFR records for dt-6 devices of lot number c972363 revealed no issue associated with this complaint. There have been no reported adverse effects to the pt as a result of this occurrence. The pt did not require any add'l procedures due to this occurrence.